Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that her blood glucose level was over 600 mg/dl. The customer was sick with a cold. The customer did not receive any alarms. The customer's father declined troubleshooting. The device was not returned.